Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications, also the sensor had a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 168 mg/dl at the time of the call. Customer states he has used threshold suspend feature. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor was bent and needed to be replaced. The customer was sent a replacement sensor.